Event description:
It was reported that this right ventricular lead (rv) exhibited oversensing without pacing inhibition. Subsequently, underwent revision procedure, the patient was treated with intravenous antibiotics and this rv lead was successfully repositioned. No additional adverse patient effects were reported. Currently, this rv lead remains in service.